Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA. The reported condition was not confirmed due to lack of supporting evidence. However, a damaged pusher was observed during co's investigation. The exact cause of the damage could not be reliably determined.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, some staples were missing and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.